Event description:
This is filed to report the clip movement post deployment requiring intervention and then later detaching from one leaflet causing recurrent mitral regurgitation requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds, 11203r144) was successfully implanted on a2/p2. However, post deployment the clip was rocking back and forth and a second mitraclip was implanted on the medial side of the first implanted clip for stabilization. The procedure was complete with a final mr grade of 1. On (B)(6) 2022 it was observed that the first implanted clip detached from the posterior leaflet (single leaflet device attachment (slda)), and the mr increased to a grade of 4. An urgent re-do procedure was performed and a third mitraclip was successfully implanted to stabilize the slda clip. The final mr was reduced to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported partial clip movement appears to be due to challenging patient anatomy (posterior prolapse and flail leaflet). The reported single leaflet device attachment (slda) appears to be a cascading event of the partial clip movement. Additionally, mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical interventions and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to leaflet pathology and challenging anatomy (posterior prolapse and flail leaflet). Additionally, mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported mr appears to be a cascading effect of the slda. The reported unexpected medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating that the second clip implanted on 26 may 2022 was not used to stabilize the first implanted. The second clip was used for stabilization of the anatomy as the first clip functioned as intended. No additional information was provided.